Event description:
Dealer alleged that the manifold valve is sticking. The repair document states the unit was also alarming/red light.

Manufacturer narrative:
During testing and repair at the service center, the unit was alarming/red light.  This was due to the valve sticking that led to the malfunction.